Event description:
Report was received that the patient was explanted due to an infection at the pocket site, which was moving up the lead to the midline incision. The symptoms included pus, redness, and fever. The physician believed the infection was both device and procedure related. The patient was administered IV vancomycin. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial#: (B)(4). Description: artisan surgical lead, 50cm model#: sc-4316 lot#: 15208105 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.